Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was elevated however no specific value was provided. A bolus via the pump was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.